Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 476 mg/dl at the time of incident and the current blood glucose level was 471 mg/dl. Customer stated that insulin pump was not functioning properly. The insulin pump will not be returned for analysis.